Event description:
The pt had a strata device placed. Two days later pt had and MRI of abdomen. Device not checked after MRI. Eleven days later, pt had left sided weakness, left lower leg swelling, difficulty finding words and unsteadiness in walking. Neurologist ordered CT scan that showed enlarged ventricles. And radiologist recommended check strata at this time. Device (strata) found to be turned off =attributed to MRI scan done. Device turned back on. Left sided weakness. Pt fell due to sided weakness and fractured her pelvis. Her hosp stay was prolonged and slow rehab.